Event description:
It was reported that the packaging seal for a 325cc mentor memorygel breast implant prosthesis ripped abnormally, preoperatively. As a result, the implant could not be delivered to the field in a sterile fashion. The planned surgery commenced without any reported delays and a new implant was used to complete the implantation. No adverse events or patient consequences were reported. As the affected device was not provided, the serial numbers for both products (impacted and replacement device) are being provided as device a - serial number: (B)(6) and device b- serial number: (B)(6). The lot numbers are the same for both device. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 05, 2023, mentor received clarification. The impacted product was identified as the device with serial number (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 18, 2023, mentor completed an evaluation on an image that was provided of the suspect medical device. Upon visual evaluation of the image provided in the complaint, the tyvek lid appears to be ripped. Manufacturer¿s reference number: (B)(4).